Manufacturer narrative:
Eval summary: no data regarding product identity was received I. E., no lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. There was no harm caused by this problem to the pt, and the shunt remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that one year following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no pt harm and the shunt remains in the pt's eye. Add'l info has been requested.